Event description:
The customer reported the system displayed an x-ray disabled message and rebooted three times yet the system would still not shoot x-ray. The fe confirmed the system was not booting. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, batteries, hard drive, and the software installed during the service call. The system was tested and found to be working as intended and put back into service.